Event description:
Tested positive for covid at physicians quality care in (B)(6) on (B)(6) 2020; went to my doctor on (B)(6) because I had no symptoms, felt normal and I have a heart condition. Got a rapid test there negative. Got a regular 24/36 hour test done and it's negative. I got a false positive from physicians quality care. FDA safety report ID# (B)(4).